Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicate the reported issue. However, fluid ingression's were found on the pump by the chassis base by the sensors. The downstream and upstream sensors were replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was continuously beeping. There was no patient injury.